Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate leaked during reconstitution of ceftriaxone from a vial. This occurred before patient use. The reporter stated that ¿a lot of pressure¿ had to be used to transfer the fluid into the vial. There was no patient involvement. No additional information is available. This is report 1 of 11.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.